Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent fracture occurred. The 85% stenosed was located in the carotid artery. A 10.0-37 carotid monorail stent was advanced for treatment. However, it was noted that the tip of the delivery shaft was fractured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately calcified. During delivery, it was found that the stent could not move forward. After fluoroscopy, the stent was found to be in the long sheath. After removing the long sheath, the stent was taken out together. After withdrawal, the stent and the fractured delivery shaft were pushed out with the sheath core. Repeated flush of the sheath and no residue was found.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that shaft fracture occurred. The 85% stenosed, carotid artery. A 10.0-37 carotid monorail stent was advanced for treatment. However, it was noted that the tip of the delivery shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications and the patient was fine.

Event description:
It was reported that stent fracture occurred. The 85% stenosed was located in the carotid artery. A 10.0-37 carotid monorail stent was advanced for treatment. However, it was noted that the tip of the delivery shaft was fractured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was mildly tortuous and moderately calcified. During delivery, it was found that the stent could not move forward. After fluoroscopy, the stent was found to be in the long sheath. After removing the long sheath, the stent was taken out together. After withdrawal, the stent and the fractured delivery shaft were pushed out with the sheath core. Repeated flush of the sheath and no residue was found.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for investigation. A visual and tactile examination identified that part of the outer sheath was completely detached approximately 1300mm distal from the distal end of the t valve, which was not returned with the device. A visual and tactile examination identified that the outer sheath has detached approximately 30mm distal at the distal edge of the main t-valve. The stent/distal section of the outer sheath that was detached, which was not returned with the device.